Event description:
During a remote follow up, post paced t- wave oversensing, functional loss of capture and competitive atrial pacing were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that post paced t- wave oversensing was not observed on the device.